Event description:
The pt. Came to the emergency room with complaint of chest pain and sob. She was diagnosed with pericardial tamponade. She was taken to the operating room where it was diagnosed that the atrial wire of her pacemaker was protruding through the free surface of the atrial appendage. The atrial wire was repositioned thresholds were checked and the same generator was used.